Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that co2 and glu methods were run on server 3. The operator moved the server 3 methods to server 1. The methods were running properly on server 1. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected and verified proper functioning of the server 3 probes. The cse ran service method and found that the o-mix results for sample probe 3 (s3) mixer were out of specifications. The cse also found horizontal motion errors on the reagent arm 5 (r5). During the follow-up visit, the cse replaced and auto-aligned the s3 mixer and r5 arm. The cse ran service methods, which were within specifications. The methods have been moved back to server 3. There have been no additional issues since the assays were moved back to server 3. A siemens headquarters support center (hsc) specialist reviewed the event data and service reported and determined that the data is consistent with instrument related issues with the potential cause related to inadequate mixing due to a failing s3 mixer. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported as the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and glu results.